Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely error code b30 occurred due to a faulty receptable unit and error code e110 occurred due to a faulty filter unit. Olympus will continue to monitor field performance for this device.

Event description:
While performing routine maintenance on his olympus video system center, it was discovered that the unit had a connection problem. There was no patient involvement during this event. During the device evaluation, both b30 and e110 scope communication errors were present. This report is being submitted to capture the error codes found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, the unit had both b30 and e110 error codes present due to a faulty receptacle and filter unit. Additionally, dust was found inside the device. The cabling had rust present. The tubing between the socket and pump was dirty, as was the power switch. The receptable was found loose. If additional information becomes available following the device evaluation, a supplemental report will be filed.